Event description:
To whom it may concern, it is my understanding that you are currently considering placing warnings on boxes of powdered latex gloves. I urge you to do so. My son, (B)(6) and I have both been diagnosed with latex allergy in the past yr and a half. Neither of us are healthcare workers nor have spina bifida. I worked for a brief time in food service in my early 20's but have not held jobs, that I remember, where I was significantly exposed. I was diagnosed after progressively worsening reactions to a mainstream brand of sanitary napkins and thankfully those reactions stopped when I switched to a brand that is listed on the latex-free lists provided by various organizations and associations. Yrs ago, I had transient skin irritation and rashes after using rubber gloves for dish washing. I now have type 1 latex allergy reactions/symptoms. I urge you to place warnings on the gloves because powdered latex glove use has delayed my medical care. I recently asked an endocrinologist to re-evaluate me for type 1 diabetes but because of powdered glove use, and lack of understanding of this allergy and the risks that powdered gloves pose, I have had to educate their office and advocate for myself and delay treatment until accommodations could be made. As it is, I still am not able to get labwork done in their office and have to use my primary care's office lab, all because of powdered glove use and the cross-contamination that comes with it.